Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the alleged defect has not been received by carefusion failure analysis lab.

Event description:
The customer reported that the sipap came down to him with a note stating that the unit failed while on a patient. He said that they complained that the unit alarmed "no flow". They were able to remove the patient from this unit and place on another unit with no patient harm or injury noted.